Manufacturer narrative:
Analysis noted the anchor deployment tool was returned with remnants of silicone still remaining on the hypotube. The anomaly observed was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. The catheter anchor did not properly detach from the ascenda tool; not able to use.

Event description:
During deployment of anchor device, the physician had difficulty; the catheter anchor jammed and part of the anchor remained on distant end of deployment device. The entire catheter was implanted. There was not injury related to event. Patient recovered without sequelae.

Manufacturer narrative:
Catheter model 8780, serial # (B)(4), implanted: (B)(6) 2012. (B)(4).